Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient used to be able to feel stimulation down the right leg, but she noticed that she was not feeling stimulation down the right leg on the day of the report. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-45, lot# v337903, implanted: (B)(6) 2009, product type: lead; product ID 3888-56, lot# v345143, implanted: (B)(6) 2009, product type: lead. (B)(4).